Manufacturer narrative:
(B)(4). Event occurred outside us. The event is similar to a previously reported event in the us on a similar product marketed in the us. Pt is showing fusion and no additional treatment is currently planned. Investigation is ongoing.

Event description:
Vertebral fracture observed by x-ray on a pt treated at two levels with anterior cervical fusion devices.